Event description:
It was reported that during a shoulder stabilization, the tip of the suture hook broke off in the patient's shoulder. The broken portion was retrieved without injury to the patient and the procedure was finished with an alternate device.

Manufacturer narrative:
Investigation findings: the customer's reported problem was confirmed. The needle of the device was received with the tip detached. No signs of damage was noted on the outer tube. The detached portion was not returned and therefore could not be evaluated. Unable to determine cause of failure. This product will continue to be monitored.